Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply and ffb board. System operates as intended. (B) (4).

Event description:
The customer reported collimator problems. No patient injury was reported.